Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification when attempting to change the cartridge. Reportedly, the cartridge was filled with 300 units of insulin. Subsequently, after delivering 12 units of insulin, the insulin gauge displayed an inaccurate fill estimate of 110 units. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer reported a blood glucose level of 268 mg/dl, which was addressed by delivering a correction bolus.

Event description:
The customer reported a blood glucose level of 268 mg/dl with trace ketones, which was addressed by delivering a correction bolus.